Event description:
I was attempting to enter air into a vial of insulin with a syringe, and the syringe came apart. The needle portion separated from the body. The needle portion then flew into the air and landed at my feet. (B)(6).